Event description:
Literature was reviewed regarding sex-specific aortic valve calcification and its correlation with paravalvular leak (pvl) following transcatheter aortic valve implantation (tavi). The authors screened 2,342 patients for inclusion in the study. Of these, 541 were excluded for the following reasons: history of aortic valve replacement (n = 68), tavi with other valve platform (n= 423), procedural death (n = 45), and conversion to surgery (n = 5). No evidence was presented to suggest that a medtronic valve or its function contributed to any of the procedural deaths. Consequently, a total of 1 ,801 patients were included in the study population. Medtronic self-expandable (evolut r/pro = 1,203) and non-medtronic balloon-expandable (sapien 3 = 598) valve types were used in the study. Procedural and post-procedural adverse events included: valve embolization, need for second valve implantation, and pvl (trace, mild, moderate, or moderate-severe). No additional adverse events were noted.

Manufacturer narrative:
Citation: hokken tw, veulemans v, adrichem r, et al. Sex-specific aortic valve calcifications in patients undergoing transcatheter aortic valve implantation. Eur heart j cardiovasc imaging. 2023;24(6):768-775. Doi:10.1093/ehjci/jead005 earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest app roved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.